Manufacturer narrative:
Additional information was received that no information was obtained from the patient regarding the explant. No further course of action.

Event description:
A report was received that the patient's lead caused two herniated discs in her back. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's lead caused two herniated discs in her back. The patient will undergo an explant procedure.